Event description:
The customer reported that the alarm is not in working condition which was discovered during set up. The customer did not provide any more info on the specific issue with the alarm. No pt incident or injury was reported.

Manufacturer narrative:
Eval results: eval of the returned alarm found that when the sensor is plugged into the sensor receptacle and the sensor cord is wiggled, the alarm sound on and off. All the pins inside the receptacle are bent. This alarm has been in service for over two years and constant usage may have contributed to the damage/issue found.